Event description:
Reporter states that the meter and docking station have been damaged during the process of charging. Initial assessment is that the reported damage is consistent with extreme overheating. No adverse event reported. Suspected device was returned to the manufacturer for investigation. The docking station was badly damaged in the location of the spare charging slot. The extent of the damage made it difficult to reach a definitive root cause conclusion. The investigation concluded that a spare battery was forcefully inserted into the docking station in an incorrect and abnormal angle. It is possible that the forced angle may have damaged the battery's self protection circuit which prevents over charging.

Manufacturer narrative:
Nova biomedical is aware that the MDR was not submitted within the 30 day time frame for an initial report. A corrective action has been opened due to that nonconformance.